Event description:
It was reported that the ilet user's caregiver announced a usual meal size during an active meal, believed to be less than appropriate, and sought guidance. The agent advised against a second meal announcement and referenced the ilet algorithm¿s automated insulin modulation based on glucose trends, with instruction to have fast-acting carbohydrates available, and the blood glucose remained in range at 143 during the call. This event involved an incorrect user procedure with relevance to the user interface. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as announcing an incorrect meal size in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.